Event description:
Needle broke off in the right thigh skin [medical device complication]. Case description: this spontaneous case received from a foreign country, reported by a consumer as "needle broke off in the right thigh skin", concerns a pt treated with novofine 30g from an unk date due to unk indications. No medical history included. In 2007, while the pt injected insulin, the needle snapped off at the base, leaving the needle in the right thigh skin. X-ray exam did not show the presence of the needle. No needle was found during surgical operation. Reporter's causality: possible. Novo nordisk's causality: reportable. No sample is available. Comment: reporter's comment: alternative etiology: not reported.